Event description:
It was reported that during a right knee procedure, the femoral fractured during broaching and placement of the trial components. The fracture was repaired with open reduction and internal fixation, including cerclage wires. No additional patient consequences have been reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the surgeon had noted the bone loss prior to broaching and noted the risk for fracture, when broaching a crack/fracture occurred, occasional mild pain noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.